Event description:
It was reported that (1) lcsc5 was used during a laparoscopic nephrectomy procedure. It was reported by the rep that the hs lcsc5 locked up about two hours into the case. Opened another device to complete the case. There was no consequence to patient.